Event description:
Resident was in bed holding onto siderail when siderail fell. Resident fell to floor. Skin tear noted to right arm. Resident complained of pain "all over" and was sent to ER for evaluation. Resident was admitted to hospital with multiple fractures: femur, hip. Bed was removed from resident's room. Upon examination of the bed and siderails, found no problem with the locking device on the rails. Weight was applied without failure of the rail. Latch to release siderail was located at the head of the bed. Possible the resident released the siderail accidently while holding onto the rail. All beds of this type are being evaluated and repaired to ensure the latches are located at the foot of the bed and are in proper working order.